Event description:
A malfunction was reported on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided the customer with pump reset information and assisted in resetting the pump. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if issues persisted.